Event description:
A 99-yr-old female pt with a significant past medical history was admitted for a fractured left femur. She was taken to the operating room within 24 hrs of admission for a hip replacement under spinal anesthesia. She was stable throughout the case but developed severe bradycardia approx 15 minutes after cement insertion and prosthesis insertion. The arrhythmia progressed to asystole which did not respond to resuscitation.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, invalid data. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.